Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured due to overstress. It was noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion and fracture of the distal conductor within the connector. It was also noted that the distal conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that at implant the attempted lead had high impedance. The lead was removed and physician went with sensing of integrated bipolar on existing lead. No patient complications have been reported as a result of this event.